Event description:
It was reported thresholds on the lv(left ventricular) lead were very high prompting need for very high output to pace and causing device to deplete rapidly and prematurely. At replacement, the lead was capped; however, a more favorable location could not be found to facilitate lower output settings due to the condition of patient's myocardium. High thresholds were found with the replacement lead at all tested locations. No patient complications were reported as a result of this event. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The initial reporter name has been updated. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported thresholds on the lv (left ventricular) lead were very high prompting need for very high output to pace and causing device to deplete rapidly and prematurely. At replacement, the lead was capped, however, a more favorable location could not be found to facilitate lower output settings due to the condition of patient's myocardium. High thresholds were found with the replacement lead at all tested locations. No patient complications were reported as a result of this event. If additional relevant information is received, a supplemental report will be submitted.